Event description:
It was reported that the pump was implanted 6 months ago with the catheter placed in the epidural space for pain management. After 6 months of morphine therapy, the patient experienced symptoms of overdosage. The pump was explanted and another pump was implanted. There was no further complications.